Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report the v60 would not turn on. The customer informed the remote service engineer (rse) that a field change order (fco) was implemented and then the device would not turn on. The customer requested onsite service to verify the fco implementation and if the power management (pm) printed circuit board assembly (pcba) replaced from the fco was defective. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report the v60 would not turn on. The customer informed the remote service engineer (rse) that a field change order (fco) was implemented and then the device would not turn on. The customer requested onsite service to verify the fco implementation and if the power management (pm) printed circuit board assembly (pcba) replaced from the fco was defective. A field service engineer (fse) went onsite for further investigation and determined that the power supply and power cord required a replacement. The fse replaced both the power supply and power cord and confirmed the reported issue had been resolved. The fse replaced the power supply and power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.